Manufacturer narrative:
One device was returned for analysis. A functional test was performed and the reported issue was not duplicated, however a latch lock sensor issue was confirmed. The cause of the reported issue was unknown. As a result, the latch lock sensor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Event description:
It was reported that the device exhibited a downstream occlusion alarm while priming. Troubleshooting was performed and the device continued to alarm. There was no patient involvement and no patient harm/adverse event reported